Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 188 mg/dl at the time of the incident. Customer states insulin is "squirting out" during the manual prime process. Customer states that the device was stuck in rewind complete/bolus delivery loop. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self test, unexpected restart and displacement tests. However, the pump alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, or excessive no delivery alarm tests due to the alarm. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.